Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction; attach one-way valve, vacuum the balloon inside of the tray twice, and remove the balloon straightly with grasping it closely and removing it from the tray. The md inserted the sheath into the pts' right femoral artery. Immediately after preparation, the md made an attempt to insert the iab into the sheath, but it failed. The balloon could not pass the sheath and the iab began to unwrap. The md removed the iab from the sheath and they opened another 30cc balloon tray, prepped the iab and the insertion could be successfully completed. There was no reported pt complication or injury.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.